Event description:
It was reported that there was a gradual increase in right ventricular (rv) lead pacing impedance that remained in range. The threshold had also increased and was at about 3 volts (v). No noise was observed, and the patient was to be monitored. Additional information was reported indicating that the rv pace impedance triggered an alert on march 6th, for out of range measurements that were greater than 2000 ohms. The shock lead impedance and sensing appeared stable. However, pacing threshold had reached about 3.3 v. Additionally it appeared that there was minute ventilation noise that was seen and not oversensed. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that due to continued increase in pacing impedances and thresholds this rv lead pace/sense potion of the lead was surgically capped. It was noted that there was a previously capped lead that was tested during the procedure as functioning well. A new device was added to the system, and it was decided to use that previously capped lead as the pace/sense lead. No additional adverse patient effects were reported.

Event description:
It was reported that there was a gradual increase in right ventricular (rv) lead pacing impedance that remained in range. The threshold had also increased and was at about 3 volts (v). No noise was observed, and the patient was to be monitored. Additional information was reported indicating that the rv pace impedance triggered an alert on (B)(6), for out of range measurements that were greater than 2000 ohms. The shock lead impedance and sensing appeared stable. However, pacing threshold had reached about 3.3 v. Additionally it appeared that there was minute ventilation noise that was seen and not oversensed. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.